Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The patient refused to provide any further information. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported to have been injected in both cheeks with one syringe of juvéderm voluma® xc. The patient experienced ¿at first redness on the face and part of the throat, then the redness went to both sides of the face 2 weeks later¿. The patient also reported to have ¿shaking or shivering¿ in the back, which the patient ¿never had before¿. The patient was treated with antibiotics, percodan®, and hyaluronidase. Allegedly, ¿it gets better when¿ the patient is ¿on the medication, then pops up again¿ when the patient is ¿off the medications¿. The symptoms have not resolved.